Event description:
On (B)(6) 2013, customer states via phone that during an unknown pt procedure, the table would not raise or lower. The physician completed the procedure without moving the table. Facility does have backup capabilities. No pt injury.

Manufacturer narrative:
Field service engineer (fse) confirmed table movement problem and troubleshoot finding the locking key that sits in the slot in the hydraulic column was binding causing the table elevation problem. Fse replaced the damaged key and cleaned any burrs on the column. Fse also found the system would display a hardware error: (possible crash hazard) caused by fluid leaking on the longitudinal transducer pcb components. Further investigation also found this caused the f1 micro/farad fuse to blow on the signals harness distribution pcb. Fse replaced both the longitudinal transducer pcb and the signals harness distribution pcb and reset parameters back to customers settings. Fse verified proper operation epr hut dr service manual 4041004 and completed the hut service checklist, qssrwi4.1. The unit passed checkout procedures and was returned to service.